Event description:
The customer reported that while waiting for a patient to arrive, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint that " the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on" was confirmed during the platform's archive data review and functional testing. The root cause of the ua07 advisory message was the defective load cell # 1, likely attributed to mishandling such as a drop or a defective component. During visual inspection, no physical damage was observed on the autopulse platform. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date, confirming the reported complaint. Also, the archived showed ua17 (max motor on-time exceeded during active operation), unrelated to the reported complaint. The brake gap check revealed the specification was too wide, therefore; the brake gap needs to be cleaned and adjusted to address ua17 error. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. Load cell characterization results confirmed load cell # 1 was defective, and it needs to be replaced to remedy the fault. Upon further testing, unrelated to the reported complaint, the drive train motor brake gap was out of specification, likely due to an aging device. The brake gap needs to be adjusted to manufacturing specification to remedy the observed issue. The autopulse platform was manufactured in january 2014 and is 8 years old, past its service life of 5 years. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).